Event description:
It was reported that a spectrum pump had an issue of inaccurate flow during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing did not identify any issues related to the customer reported condition. Evaluation sent the device to the flow lines for flow testing and the pump delivered within acceptable range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.